Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 1). Per op notes, "a left sided 3dmax mesh (device 1) was placed to the peritoneal space using tacks."(B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia and umbilical hernia thereby underwent repair with implant of ventralex st (device 2). Per op notes, "attention to the umbilicus, a ventralex st (device 2) was placed using sutures. Attention to the left groin, the previously placed mesh (device 1) was palpable and somewhat folded beneath the cord structures. The keyhole mesh was placed on the floor of the inguinal canal." (Note: the keyhole mesh which was placed during this procedure was unknown).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:this supplemental emdr is submitted to document additional information provided.root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.updated fields: a2, b3, b4, b5, b6, b7, d4, g3, g6, h2, h4, h6, h10.note, the manufacturing date (15-oct-2014) is considered to be a best estimate.note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.